Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator recorded several untreated arrhythmia episodes due to myopotential noise oversensing. Technical services reviewed the device history noticing variable amplitude morphologies. Sometimes smaller, sometimes bigger, that caused the smartpass feature to become disabled. It was recommended to perform isometrics and maneuvers to reproduce the noise and change the vector configuration if necessary. Further information was received indicating that the patient received inappropriate shock therapy due to noise oversensing. X-rays were performed and dislocation of the implantable electrode was noticed, and it was affecting adequate sensing. Eventually, this implantable electrode was repositioned, remains in service and no adverse patient effects were reported.